Event description:
This is filed to report the clip partially detaching, leaflet damage and worsening mitral regurgitation requiring intervention. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. One ntw clip (20201r189) was implanted, reducing the mr to a grade of 1. On (B)(6) 2022 during a follow-up examination it was reported the patient had worsening mr grade 3-4+. It was observed that the clip partially detached from anterior leaflet. Damage to the anterior leaflet was not ruled out. On (B)(6) 2022 the patient successfully underwent a surgical valve replacement. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported worsened mitral regurgitation (mr), and the reported unspecified tissue injury, appear to be due to the partial clip detachment. The cause of the reported migration (partial clip movement) could not be determined. The reported patient effect of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.